Manufacturer narrative:
Analysis: although expected, no product has been returned to medtronic for analysis. The investigation at this time is limited to the review of the manufacturing record which showed the valve met specifications when released to distribution. Conclusion: without returned product analysis, we are unable to determine the cause of the reported event. A follow-up medwatch will be submitted when product analysis is complete.

Event description:
Medtronic received information that the mosaic aortic valve was removed due to stenosis, high gradient (100 mmhg) and infection. No further complication to the patient was reported.